Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician encountered difficulties extending the helix of this right ventricular (rv) lead using the ez-4 connection tool. The physician elected to use a different method against labeling. All lead integrity measurements were acceptable and the procedure was completed. A few hours later there was evidence of oversensed noise resulting in inappropriate therapy and high thresholds. There was no evidence of loss of capture (loc) or asystole. The oversensing is suspected to be due to air bubbles escaping from the header. Boston scientific technical services (ts) noted that the high thresholds could be due to a poor lead-to-tissue contact as a result of not using the ez-4 connection. This suboptimal lead-to-tissue interface could have resulted in microdislodgement. The physician elected to reprogram the device and monitor the patient. No surgical intervention was performed or planned. No adverse patient effects were reported. The lead remains in service. Additional information received indicates that this device was implanted after the use before date.